Event description:
The hcp reported the patient initially had a loss of efficacy and believed there was a subdural catheter placement with drug pocket in the subdural space. A catheter revision was done and due to the drug pocketing and the revision itself, drug in the pocket was released and an overdose occurred. "Pump was operating as it should." The patient subsequently developed an infection and the device system was explanted. The patient is reported to be stable now. A follow up report will be sent when additional information is received.